Manufacturer narrative:
Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08675 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. Customer¿s blood glucose level was 130 mg/dl at the time of incident. The other relevant blood glucose level was 97 mg/dl. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will be returned for analysis.